Manufacturer narrative:
Date of event: the event date of (B)(6) 2020 is an estimated based of the aware date of (B)(6) 2020 as the exact date was not reported.

Event description:
It was reported that the device was contaminated. A 6fx11cm and 9fx11 cm super sheath introducer sheaths were selected for use for a transcatheter aortic valve replacement procedure. During preparation, a discolored liquid substance inside the packaging of the device was noted. The procedure was completed with another super sheath introducer sheath. No patient complications were reported.